Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. It was further reported that the "patient's age is between one and two." The medical staff attempted to use the foley catheter as an intermittent drainage device for the patient. This action was followed by inappropriately inflating the retention balloon, the 'information for use' of the device states that the foley may be cut at the shaft to aid in drainage, but no attempt was made. No additional details have been provided to date. Although no harm was reported, it is likely that tissue damage occurred due to the surgical intervention to puncture the foley to drain. No lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed and will be monitored through our post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on february 11, 2016. (B)(4).

Event description:
It was reported that the retention balloon on the 2-way pediatric foley catheter did not deflate . The reporter stated that a non-deflation was noted after 15 minutes of patient use in the emergency room. While the medical history and reason for catheterization are unknown, the reporter stated that the 2-way foley catheter was used to drain urine as using a nelaton catheter and that the medical staff instilled 3cc into the balloon for inflation. They could not deflate the balloon as the deflation was incomplete by withdrawing 0.5cc of water. The medical staff attempted to inflate the balloon with 2-3cc water but failed to deflate the balloon using the syringe. The patient was then sent to the operating room to have the balloon punctured under sonography and the foley catheter removed.